Manufacturer narrative:
At this time no definitive conclusion can be made. The patient has a complex medical history, including multiple surgical procedures and multiple medical conditions. A sample was not provided for further evaluation. The medical records received indicate the patient had a fistula and adhesions - fistula formation and adhesions are known risks of the device and listed as a possible adverse reaction in the instructions-for-use the patient's attorney did not allege a specific device failure. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported by the patient's attorney, patient's medical records & implant tracking log: on (B)(6) 1998 the patient underwent laparotomy, sacrocolpopexy with implant of a bard/davol ¿marlex¿ flat mesh, rectocele repair, release of suture from bladder and lysis of adhesions. Per the implant operative report detail, ¿ then four sutures of prolene were anchored in the presacral ligament and drawn and marlex mesh (davol flat) was anchored posteriorly. The vaginal cuff was then raised and four sutures were taken in the vaginal vault. Those were anchored anteriorly to the marlex mesh.¿ cystoscopy was then performed and it was noted there were sutures within the bladder so the surgeon then removed the fixated bard/davol mesh and re-sutured it over again using prolene sutures. In 2005 the patient developed an inflammatory retroperitoneal abscess with a ruptured appendix. She underwent a partial removal of her appendix and was managed with a long term drain. Postoperatively, between (B)(6) 2005 and (B)(6) 2005 the patient had numerous doctor office evaluations due to complaints of increased blood tinged vaginal discharge. She had been diagnosed on several occasions with a vaginal yeast infection and a bacterial vaginal infection. She was prescribed oral anti-fungal medications and antibiotics. On (B)(6) 2007 the patient had a follow up office visit with complaints of vaginal itching and burning. A CT scan had been performed several months prior indicating the patient had a vaginal fistula connecting her vaginal cuff to the sigmoid colon. On (B)(6) 2008 the patient underwent repair of enterovaginal fistula, small bowel resection x2 with a partial removal of the bard/davol flat mesh, complete appendectomy and extensive lysis of adhesions. Per the operative findings, ¿the patient had two areas of small bowel and the appendix tightly adhered to the superior portion of the sacrum. This was taken down and noted to be adhered to a mesh-like foreign body material (davol flat). The small bowel was resected x2 with primary repair. The appendix was also resected and the omentum laid over the resected area after removing as much mesh as possible.¿ about 5 years later on (B)(6) 2013 the patient had an md office exam and was noted to have an increase in vaginal discharge. The patient was scheduled for a cystoscopy in (B)(6) 2013. Attorney alleges unspecified adverse patient outcomes associated with use of device.